Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose was 50mg/dl which was treated with food and glucose tablets. Customer declined to troubleshoot for low blood. Customer also experienced high blood glucose of 350mg/dl and declined troubleshoot for high blood glucose. Customer¿s current blood glucose was 320mg/dl. Customer stated that face of insulin pump was pulled off. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.